Event description:
Refer to manufacturer report # 3004209178-2012-10168.

Event description:
It was reported that the patient's implantable infusion pump had flipped. The doctor was unable to refill the pump. An xray confirmed the pump was flipped. A revision was done on (B)(6) 2012, and the pump was in the correction position. It was thought the pump had flipped back. The patient's catheter was aspirated and a priming bolus was performed. The patient was doing great with no problems. The drugs in the pump were morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8590-1 lot# n324832, implanted: 2012 (B)(6), product type accessory. (B)(4).